Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on per medical records (B)(6) 2008: the patient underwent surgery of revision screw placement posteriorly as well as an anterior fusion. Preop: 1. Pseudoarthrosis, ls-s1 spinal fusion. 2. Intractable low back pain. 3. Lumbar radicular pain. Procedure: 1. Anterior retroperitoneal approach to the lumbar spine. 2. Revision of l5-s1 interbody fusion. 3. Placement of cortical structural allograft ls-s1. 4. Utilization of rhbmp-2/acs bone morphogenetic protein for single level spinal fusion. 5. Placement of anterior lumbar plate ls-s1 from zimmer spine. 6. Utilization of c-arm fluoroscopy and interpretation. Perop: a revision decompression of the disk space was completed with removal of immature graft and bony elements as well as additional disk materials. Once the disk space was completely cleaned out surrounding the axiallf cage which was left in place, sizing was undertaken for appropriate cortical structural allograft. This was from two region and fits well around the midline cage. The endplates had been thoroughly prepared prior to fusion with decortication and bleeding subchondral bone exposed. C-arm fluoroscopy confirmed decompression all the way to the back of the disk space. The medium infuse bone morphogenetic protein kit was utilized and placed in the disk space. Two separate tlif grafts were placed in reverse so that the 3-degree lordotic angle effaced forward and were positioned on either side of the axiall f cage which provided excellent distraction and filling the disk space with cortical allograft. C-arm fluoroscopy showed these to be in good position. Attention was then turned to placement of an anterior lumbar fixation plate at the ls-s1 segment again from zimmer. This was fixed to the lumbar spine with four screws to each on l5 and s1. The right-sided s1 screw needed to be shortened as it was impinging on the axiallf cage. Once all four screws were in place the locking mechanism was rotated to affix the screws to the plate. A layer of gore-tex material overlying the plate before allowing the vessels to retract. Procedures: 1. Removal of failed pedicle screw hardware, l5-s1 bilateral. 2. Revision posterolateral fusion, l5-s1 with actifuse. 3. Insertion of upsized bilateral pedicle screw hardware, l5-s1 with interconnecting rod, nuvasive obr 7.s-mm screws. 4. Intraoperative use and interpretation of fluoroscopy by surgeon for spinal fusion and instrumentation. No radiologist present. 5. Intraoperative neuromonitoring. Perop: palpation was undertaken to identify the plane between the multifidus and longissimus. The fascia was then sharply incised overlying this plane. Blunt dissection down through this intermuscular plane, identified the underlying spinal hardware. Dissection of soft tissues away from the hardware was completed. Self-retaining retractors were placed. The locking caps were removed. Interconnecting rods were removed and each pedicle screw was then segmentally tested. There were no readings warning of any osseous breach. The screws then were tested to see if there was significant fixation or not. The bilateral l5 screws were found to be loose as was the leftsided s1 screw. They were therefore removed. These were 6.5-mm screws. The right s1 screw was fractured right at the neck. The head was removed and then using an extraction device, the shaft of the s1 pedicle screw was removed by inserting this down into the cannulated medullary canal of the screw thereby leaving the pedicle intact and obviating the need to open up the pedicles surrounding the screw. The screw shaft was removed. Each of the pedicles was palpated with a ball probe and found to be intact. Four new 7.5-mm screws were then placed. Interconnecting rods were replaced as per the locking caps. These were torqued to appropriate levels. Final x-rays showed good position of pedicle screw instrumentation. The patient's transverse processes of l5 and sacral ala had been decorticated prior to replacement of the pedicle screw hardware. This provided good surface area of bleeding bone on which to lay an additional layer of bone graft. This was actifuse sulcated calcium phosphate. The patient underwent revision of pseudoarthrosis and spondylolisthesis. Procedures: anterior exposure of l5-s1 disk space. Perop: the peritoneum and peritoneal contents were swept off the abdominal wall extending laterally and back to the psoas lifting the peritoneum and ureter off of the psoas, retracting everything medially into the right. She has got quite a bit of scar tissue over the disk space itself and it was a tedious dissection to dissect out the bifurcation of the iliac veins to find the presacral branches. Some of these are kind of plastered in scar tissue was gently cauterized and rather than hemoclipped proximally, distally and transected to expose the midline of the disk space (B)(6) 2008: the patient went for an office visit. (B)(6) 2008: the patient went for an office visit. Per the x-ray record. Interval change in position or alignment of the instrumentation at 5-1. (B)(6) 2008: the patient went for an office visit for follow up. (B)(6) 2009: the patient went for follow up due to low back pain and dizziness. Per the x-ray records. Hardware is in excellent positioning. (B)(6) 2009: the patient underwent 3 views of lumbar spine. Impression- hardware to be in excellent positioning and in good alignment with no change from prior radiographs. Have some slight haloing around all 4 screws that was not there earlier. (B)(6) 2009: the patient went for an office visit for follow up with hardware pain. X-ray record show an apparent interval consolidation of the 5-1 fusion. There has been no progressive loosening of any of the hardware and there does appear to some consolidation of the interbody grafts. (B)(6) 2012: the patient presented with neck pain diagnosed for cervical radiculopathy with cervical disk degeneration on x-ray noted at 5-6. (B)(6) 2010: the patient went for an office visit for follow up. (B)(6) 2012: the patient underwent MRI of cervical spine without contrast. Impression: 1. Mild disk bulge along with marginal spurring at several levels, most pronounced at c3-4 with mild ap canal narrowing but no significant cord narrowing identified. 2. Mildly asymmetric uncovertebral spurring on the left at c5 6 producing minimal left-sided narrowing of the anterior recess along with broad-based marginal spur and disk bulge at this level. 3. Mixed signal along the superior odontoid which could represent an os odontoideum, not well visualized by mr. Consider followup with CT or radiography for further evaluation, if clinically warranted. No significant canal narrowing is noted. 4. Otherwise negative. (B)(6) 2012: the patient underwent cervical radiculopathy. (B)(6) 2012: the patient underwent MRI of pelvis and left hip without contrast administration. Impression: 1) fragmentation with edema at the level of the ischial tuberosity on the left indicating an avulsion cortical fracture at this site. 2) postoperative and degenerative changes of the lumbosacral junction. MRI of lumbosacral spine in coronal, sagittal and axial planes without paramagnetic contrast administration. Impression: 1) abnormal disk at t11-12. 2) abnormal disk at l1-2 without significant impact on the neural elements. 3) anterior fusion at l5-s1 with some anterolisthesis of l5 on s1. 4) probable underlying spondylolisthesis. 5) prominent lateral foraminal stenosis at l5-s1. (B)(6) 2012: the patient underwent ap and lateral as well as flexion and extension views of the lumbar spine. Impression: has a gradual c-shaped scoliosis, apex right. Pedicle screw instrumentation is placed bilaterally at l5/s1 with lucencies around most of the screws. She has an axialif screw anteriorly as well as an anterior plate at l5/s1. There is an obvious lucency through the l5/s1 disc space. There is no instability on flexion-extension views. Lumbar lordosis is maintained. L4 is a downward position. (B)(6) 2012: myelogram and post myelogram CT scan. Impression: interbody, posterior and anterior fusion at l5-s1 demonstrates evidence of incomplete disc fusion probable loosening of the hardware. Grade 1 anterior listhesis l5 on s1 is noted. Bilateral pars defects are noted. (B)(6) 2012: per the medical records. Sed rate and c-reacuve protein dated november 5, 2012, are elevated. White count is normal. Sed rate is 35 with an upper limit of 20. C-reactive protein is 1.82, upper normal is 0.9. (B)(6) 2013: the patient went for an office visit for follow up due to back pain and leg pain.